Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported after the pump displayed the infusion was complete, fluid remained in the bag. No patient harm was reported as a result of the event. Although requested, no other details were provided.